Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information from the initial reporter: the reported event was identified during the surgical procedure. The other times this issue occurred was on 12 dec 2023 and 13 dec 2023. The surgical procedure was completed robotically. The endoscope controller has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. This unit was install into the test system and it failed with error 45312 during video test. The dual camera interface board (dcib) top metal plate was lifted up and damaged. The dcib will be replaced to correct the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse opted to replace the endoscope controller (ec) due to a system error 45312. The fse also replaced the air filter. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system prompted an error 45312 that was occurring frequently. The customer noted that the system prompt occurred yesterday as well but with a different endoscope. The reported complaint persisted when the customer cleaned the endoscope connector. The procedure was completed with no reported injury.